Event description:
It was reported by the patient that they were having "problems with a couple" of their leads. The patient also reported experiencing "pain in one or two of them" and having seen three physicians about it. The leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).